Manufacturer narrative:
Insulin pump alarmed button error and no up and down button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump received with minor scratched display window, cracked display window corner, cracked case at display window corners and broken reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She was entering the information for a regular lunch bolus but the numbers started to scroll. The customer took the battery out and place it back in but the insulin pump alarmed button error. Customer's blood glucose level was 129 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.